Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker went from a battery status of three years remaining to a battery status of 1.5 years remaining 13 months later. The device was suspected to be depleting prematurely. This device was not being followed via remote home monitoring. Technical services (ts) noted that the device was not part of an advisory population and discussed the likelihood of the device longevity decreasing to 2.5 years following the device check 13 months ago. Ts then noted that the device then would have decreased a year later to the current status of 1.5 years remaining, which, would be appropriate. A copy of device data was not submitted for analysis, and no further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.